Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient continued to complain of low voltage alarms on battery power and while attached to the mobile power unit (mpu). Log file review was requested, and the event logs displayed power cable disconnect / low power hazard / power cable disconnect / no external power alarms on (B)(6) 2023 at approximately 9:34 pm while tethered on mpu.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer¿s investigation conclusion: the reported event of a no external power alarm occurring while the mobile power unit (mpu) was in use was confirmed via the log files. The provided log files collectively contained data spanning approximately 4 days ((B)(6) 2023 per timestamp), and the pump maintained speeds above the low speed limit while connected to the driveline. A no external power alarm was observed on (B)(6) 2023 while the mpu was in use. The alarm appeared to have been caused by a loss of power, as the voltage within both cables steadily decreased which also caused power cable disconnect and low voltage alarms to occur leading up to the no external power alarm. The alarm resolved within the same minute of activation when power was restored to the system. No other notable events regarding the mpu were observed. The mpu (serial number unknown) was not returned for analysis. Questions regarding the mpu and the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage/power cable disconnect and no external power conditions. Low voltage hazard alarms may lead to no external power alarm conditions. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.